Manufacturer narrative:
(B)(4) evaluation statement: the customer stated that all of the pumps on one of their units started beeping and paused their infusions at 7 am on (B)(6) 2019 and occurred before the epic interfaces were turned on but a few hours after epic had been up. The event logs from 3 pcus and 10 pump modules were received for investigation. 1)pcu s/n (B)(4). Pump module s/n (B)(4). Pump module s/n (B)(4). Pump module s/n (B)(4). Pump module s/n (B)(4). 2)pcu s/n (B)(4). Pump module s/n (B)(4). Pump module s/n (B)(4). Pump module s/n (B)(4). Pump module s/n (B)(4). 3)pcu s/n (B)(4). Pump module s/n (B)(4). Pump module s/n (B)(4). The pcu event logs were reviewed for the reported timeframe and the logs show no devices were in a paused state around 7 am on (B)(6) 2019. The logs do show multiple pump modules paused on multiple days; however the devices were paused via actual keypress. The ability to pause an infusion is not automated and the system does not have the ability to pause an infusion via a remote message. The only errors that occurred during this timeframe were for invalid message requests. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement .

Event description:
It was reported that only pumps from certain units paused.